Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, by our edwards lifesciences (B)(6) affiliate, during a tavr procedure via right femoral approach, after successful insertion of a 14fr esheath, the commander delivery system was inserted and, resistance was encountered. The system was advanced past a large area of calcium in the abdominal aorta below the renal artery, however the delivery system was able to pass through the esheath. Following valve alignment, the distal part of valve frame was found to be deformed when angle of fluoroscopic view was changed as the system tracked the aortic arch. The delivery system was pulled back, but the delivery system could not be withdrawn into the sheath as the valve tangled on the sheath distal tip. The entire system and sheath were withdrawn as a unit. Resistance was felt in the lower extremity. After withdrawal, a piece of vessel was noted on the deformed valve frame. The ruptured external iliac artery was repaired with vascular prosthesis. The tavr was performed through the prosthesis and a 2nd delivery system and sapien 3 valve were used to complete the procedure. Approximately 10 days after procedure, the patient expired from hypoxic encephalopathy. Despite multiple attempts, the clinical course was not provided. Per report, post procedure review of the procedural cine, confirmed that the valve frame was deformed when the system passed by the large calcification of abdominal aorta. There was large calcification in abdominal aorta below renal artery. The patient¿s access vessel minimum luminal diameter (mld) measured 5.6 x 7.5 mm at iliac artery, the vascular diameter was 4.5 x 17.8 mm at terminal aorta, and 15.6 mm at level of renal artery. The access vessel was mildly calcified and tortuous.

Manufacturer narrative:
The following section of this report has been corrected: b2 (death). The 23mm sapien 3 valve was returned to edwards for evaluation. Visual inspection of the device revealed the following: two (2) struts were bent outward approximately 45 degrees at the inflow, multiple struts were crooked at outflow and the post expanded valve had two (2) struts bend outward at the inflow, the skirt was damaged due to removing the tissue from the valve, the leaflets appeared wrinkled due to the storage condition (prolonged crimping), during the return handling process, and multiple struts exposed through the skirt (normal after crimped and used). Imaging was reviewed and revealed two (2) bent struts at the inflow, two (2) bent struts exposed through the tissue/vessel at inflow, access vessels were calcified and tortuous, and the lower abdominal aorta near bifurcation was undersized (4.5mm) due to severe calcification. Functional or dimensional testing was not performed due to the condition of the returned device (frame distorted/damaged). During manufacturing, incoming inspections of the components, the valve frames are 100% visually and dimensionally inspected by both manufacturing and quality for defects per procedure. Tensile testing from each lot is performed based on a sampling plan per procedure. The lot met the statistical acceptance criteria. The valve frames are 100% visually inspected for defects. The multiple inspections during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A lot history review was performed and no other complaints for the reported event were noted. A review of the complaint history from (B)(6) 2019 to (B)(6) 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the (B)(6) 2020 control limit for all the trend categories. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the devices. The IFU provides contraindications and prohibitions for candidate patients. Do not use this device in patients who have the following (access vessel injury may occur): significant aortic tortuosity or disease, including abdominal aortic thoracic aneurysm, significant atheroma of the femoral and iliac vessels, and ilio-femoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. The procedural training manual provides guidance on insertion force through sheath. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In addition, the procedural training manual provides guidance on vascular complications. Successful management of vascular complications depends on being prepared: first priority should be controlling bleeding through endovascular techniques. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be ready in every case, consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. The complaint was confirmed based on the visual inspection of the returned device and review of provided imagery. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indications that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿while advancing delivery system in sheath, resistance was encountered when the device passed by a large calcium of abdominal aorta below renal artery. The delivery system could be pass through the sheath. Following valve alignment, the distal part of valve frame was found to be deformed when angle of fluoroscopic view was changed as the system tracked aortic arch¿, and ¿reviewing procedural cine after procedure, he confirmed that the valve frame was deformed when the system passed by the large calcification of abdominal aorta¿. Additional of imagery review confirmed that the lower abdominal aorta near bifurcation was undersized due to severe calcification. The presence of calcification and undersized vessel minimum luminal diameter (mld) could create challenging pathway for delivery system insertion through the sheath and lead to resistance and high push force. The valve strut could have been caught onto the calcification and bent while pushing through this area. In this case, available information suggests that patient factors (vasculature calcification/undersized mld) and/or procedural factors (excessive push force) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(6) 2020 control limit for the applicable trend category, no corrective or preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Supplemental MDR is being submitted with reference of mfg. Report numbers. This report is 2 or 3 being submitted for this complaint. Reference mfg. Report numbers: 2015691-2020-12152 and 2015691-2020-12375.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This supplemental MDR is being submitted for additional information received and correction of the engineering evaluation. The following sections of this report have been updated: b5 (describe event or problem) and h10 (narrative text). The complaint was confirmed based on the visual inspection of the returned device and review of provided imagery. No manufacturing non-conformances were identified during evaluation. A review of the DHR, lot history, complaint history and manufacturing mitigations revealed no indications that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿no remarkable resistance was experienced while advancing delivery system through sheath. Right after the valve exited from the sheath, slight resistance occurred. There was a remarkably protruding calcium right above the [sheath] distal tip, below the bifurcation of renal artery. Following valve alignment, the distal part of valve frame was found to be deformed when angle of fluoroscopic view was changed as the system tracked aortic arch¿, ¿reviewing procedural cine after procedure, it appeared that the valve deformed at the location of protruding calcium below renal artery after exiting from the sheath¿, and ¿the procedural cine video showed that the valve frame was stuck with the protruding calcium right after exiting from sheath and the calcium was struck up by the valve frame¿. Additional of imagery review confirmed that a bulky calcium was present below the bifurcation of renal artery. As the user continue navigating the delivery system through patient anatomy, the crimped valve may have bumped into the calcium and lead to resistance. In such condition, attempts to further advance the delivery system could cause the valve strut to bend. As such, available information suggests that patient factors (vasculature calcification) and/or procedural factors (excessive push force) may have contributed to the complaint event. In this case, available information still suggests that patient factors (vasculature calcification/undersized mld) and/or procedural factors (excessive push force) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the complaint occurrence rate did not exceed the (B)(4) 2020 control limit for the applicable trend category, no corrective or preventative action, nor product risk assessment is required at this time.

Event description:
Additional information was received: the procedural cine showed that the valve frame was stuck with the protruding calcium right after exiting from sheath and the calcium was stuck up by the valve frame. From what the physician had seen in the cine, delivery system passed through the sheath smoothly.